Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid leak was noted at the end of a routine hemodialysis treatment. Treatment was ended without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The disposable cartridge was discarded by the operator and not available for evaluation. The exact cause of the fluid leak cannot be determined. The user's guide instructs to always monitor the system for leaks and rinseback the patient's blood in the event a leak is detected. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.